Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an error displayed when the device was activated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that despite full preparation of the equipment, the transducer did not generate a crushing effect when the action was triggered. The issue occurred during a therapeutic percutaneous nephrolithotomy (pcnl) procedure while the patient was under general anesthesia. The procedure was prolonged about 40 minutes to obtain another device. The back-up device was in the process of sterilization. The procedure was completed with the back-up device and the patient was discharged home after the procedure. It was reported there was no injury or damage to the patient.